Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the curved rubber adhesive was missing, due to the looseness of the insertion pipe, there was rattling at the connection between the insertion pipe and the operation part and light lens was scratched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during procedure, the endoeye flex deflectable videoscope blacked out. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction: usage of device: reuse should have been selected on the initial report rather than unknown. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.